Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in the tubing and chamber. The patient alleged shortness of breath and headaches. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in the tubing and chamber. The patient alleged shortness of breath and headaches. No medical intervention was required by the patient. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In box g: date received by mfg (rfb) updated. In box h: evaluation method code grid (1), evaluation results code grid (1) and conclusion code grid (1) has been updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-103010. This report was submitted as a duplicate report of the previously submitted report.